Manufacturer narrative:
(B)(4). The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. On february 12, 2009, medtronic neurosurgery issued a voluntary recall on all bioglide snap shunt ventricular catheters.

Event description:
It was reported that a (B)(6) male patient had a bioglide catheter disconnection that required shunt revision. His CT scan showed the ventricles had enlarged and that his bioglide catheter was disconnected. The reservoir was disconnected from the ventricular catheter. The hub of the ventricular catheter then fell out of the entry site. It was completely disconnected from the ventricular catheter bioglide tubing.